Event description:
It was reported that during surgery the physician found the catheter was ruptured/broken when implanting the pump. The physician did not inspect the device before using it and the issue was discovered when the device was in the patient. A new catheter was implanted. It was unknown if segments were left in the patient. The surgery was successful and there was no effect on the patient. It was unknown what medication this device system delivered at the time of the event. The patient was reported as ¿good now.¿ additional information was requested to clarify event details. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed the catheter was received in two segments. Pressure testing revealed a leak in segment 2 in an area between the 60 and 65 cm markings on the catheter. Under microscope inspection, there appeared to be a slice cut found in this area. The slice cut penetrated deep enough to the inner lumen. It was not possible to determine how this possible slice cut may have occurred. It is also unknown if the damage occurred before or during implant or after explant. However, the cut was not related to the manufacture of the catheter. There was also damage to some of the individual windings of the guidewire. The damage on the guidewire was located at the distal side of the guidewire while the slice cut on the catheter body was at the proximal end of the catheter body. These two damages did not appear to be related. In conclusion, the catheter body slice cut was not related to the explant damage and the catheter body and/or guidewire damage that occurred during implant.

Event description:
It was further clarified that this was the patient's first implant of a pump and catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h886991509, attempted implant: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).